Manufacturer narrative:
Initial information was obtained verbally from the surgeon in the hallway before a case. The graft involved was not received for evaluation. The issue was not able to be confirmed. Patient information including status, lot numbers used, and implantation dates were requested, but information has not yet been received. Without additional information, a root cause cannot be conclusively determined. No confirmed complaint trend was identified related to the issue. A review of all grafts sold to baptist memorial hospital between june 2020 and march 2023 was completed and there were no indications or trends identified that would suggest an increase in graft degradation. No deviations were found within those specific lots that would be related to this type of report. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
This information was obtained verbally from the surgeon in the hallway before a case. 2 artegraft that fell apart/disintegrated in bypass procedures. They were implanted and fell apart within a month.